Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with 3.5mm ti lcp superior anterior clavicle plate and screw construct on an unknown date. It was reported the surgeon could not remove the device for the first planned removal of hardware and the surgeon left the device in place. Reportedly the patient developed an infection. Patient was returned to the operating room on an unspecified date for removal of hardware. No further information was provided. During this operation an unknown hss drill bit broke. No further information available. This report is for an unknown hss drill bit. This is report 4 of 4 for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown hss drill bit. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
This complaint pertains to hardware remove due to infection at which time a drill bit was broken. This complaint pertains to hardware remove due to infection at which time a drill bit was broken. This report is for an unknown screw. This is report 4 of 6 for complaint (B)(4).